Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and undersensing during a stored untreated episode. Technical services (ts) reviewed and discussed frequent ectopics and noise artifacts on atrial fibrillation (af) events within the first month of implant. Ts noted that the untreated episode had similar noise artifacts coupled with various morphologies. Ts discussed potential troubleshooting and programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.